Event description:
It is reported that the tibial base plate would not hold taper plug; it appeared that the hole in base plate is too big to accept mating of taper plug.

Manufacturer narrative:
Evaluation summary: the results of the test assembly indicate that both taper surfaces are functional together. The alleged deficiency could not be duplicated. Taper plug and tibial plate were returned disassembled. Visual inspection revealed no cosmetic defects to either taper. Devices were test assembled and taper plug was very slightly tapped which resulted in locking the two components together; they could not be disassembled by hand. Device history files of devices were not reviewed; devices functioned as intended.